Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.

Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that the lesion was the proximal rca, mid-distal rca, and distal rca posterior descending. The balance guide wire was crossed to the distal rca posterior descending artery, and another company's stent was implanted in the distal portion of the mid-distal rca. Another company's guide wire was crossed to the distal rca atrioventricular through the strut of the implanted stent, and the sds (stent delivery system) and dilatation catheter dilatated the mid-distal to distal rca by kissing balloon technique. The other company's guide wire was removed. Then another stent was implanted in the proximal rca. A perforation occurred in the distal rca which was confirmed by angiography. St and heart rate were going up, and the patient's blood pressure was going down. Millisrol was administered to the patient because the patient would be v-fib. After the perforation occurred, a microcatheter (excelsior) and guide wire were inserted to the coronary to shut off blood flow to the periphery of the distal rca. Then the patient stabilized, echocardiography was performed and a leak of blood of 100 ml was confirmed no additional treatment was necessary. There was no more extravastion when confirmed by angiography and the procedure was completed. The patient had experienced a perforation the week prior to this procedure when an intervention of the circumflex performed. Another company's stent had been implanted in the circumflex and a perforation occurred at the edge of the stent. No additional event or patient information is available.